Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed and the reported shaft separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context of the procedure. It is likely that during advancement the balloon catheter interacted with the heavily calcified anatomy causing resistance and the failure to advance. Further manipulation of the device, against resistance likely stretched the guide wire notch and kinked the shaft, ultimately resulting in the shaft separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). The 4.50x12mm nc trek balloon dilatation catheter was advanced however failed to cross the lesion. The hypotube separated during advancement. As the separation was outside the anatomy, the device was simply removed without resistance. The procedure was completed with another balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, a user facility medwatch was received with the following information: after finish with a ptca, the nurse was storing the balloon catheter back in the hoop and the shaft of the balloon broke. No additional information was provided.

Manufacturer narrative:
(B)(4).